Event description:
A customer reported that the adc device detached prematurely, therefore, was unable to obtain sensor scans. Consequently, the customer became disoriented and experienced symptoms described as ¿no perception of the space¿ and lost consciousness. The customer further reported being unable to self-treat however, there was no report of a third party medical treatment for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.